Event description:
The customer observed falsely elevated magnesium on the architect c4000 processing module for two patients. The following results were provided (reference range 1.5 ¿ 2.2 mg/dl): (B)(6) 2025, sid (B)(6) (newborn), initial magnesium result= 5.95 mg/dl; 04aug2025, repeat result= 2.10 mg/dl. (B)(6) 2025, sid (B)(6), initial magnesium result= 8.54 mg/dl; repeat result= 1.70 mg/dl . There was no impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect magnesium, list number 03p68-24, abbott ireland diagnostics division to architect c4000 processing module, list number 02p24-01, abbott laboratories. MDR number 3016438761-2025-00505 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed falsely elevated magnesium on the architect c4000 processing module for two patients. The following results were provided (reference range 1.5 ¿ 2.2 mg/dl): (B)(6) 2025, sid (B)(6) (newborn), initial magnesium result= 5.95 mg/dl; (B)(6) 2025, repeat result= 2.10 mg/dl (B)(6) 2025, sid (B)(6), initial magnesium result= 8.54 mg/dl; repeat result= 1.70 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.